Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced pain in the right (od) eye and sought medical treatment. The patient was diagnosed with a bacterial (staphylococcus) peripheral ulcer. Patient's visual acuity prior to the onset of the incident is unknown. Visual acuity at the time of the incident was 0.04 (20/500). The health care provider reports six follow up visits over a three-week period. At the most recent visit on (B)(6) the patient's visual acuity had decreased to 0.03 (20/650). The health care provider indicates that as of (B)(6), the patient had not been seen recently and may have recovered, however, the resolution is not confirmed. It is unknown if the patient's visual acuity has resolved. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to the diagnosis of bacterial ulcer and unknown resolution.